Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver. 4.11d. Retainer ring = clear. On (B)(6) 2021 the customer reported that the keypad overlay peeled off. Pump passed the displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: keypad overlay completely peeled off, cracked battery tube threads, cracked case on the battery tube side, missing display window cover. The pump was received without a battery cap. In summary, the customer¿s report that the keypad overlay peeled off was confirmed during visual inspection.